Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar issue has been reported. Based on the outcome of service activity, the most likely root cause of the event was related to a jammed stirrer motor, likely favored by the environmental conditions in which it works, such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in pueblo, colorado. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue: the stirrer motor was able to run freely. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e07 code) on patient side associated to stirring mechanism that is blocked or too slow. In addition, water level sensor was off because it did not recognized that the reservoir was full. The issue occurred during procedure. There was no patient injury.